Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit alarm. The unit was swapped to continue treatment and there was no problems with the catheter. No harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and found that the problem was there was water condensation in line. To fix the issue the fse cleared the line and changed safety disk and tubing filter. Ran tests again and the unit runs on normal mode for 30 min. The unit is working fine, and the iabp was then released to the customer and cleared for clinical service.